Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt was having trouble communicating with her ipg via either the programmer or charger. The doctor had determined that it was probably a pt non-compliance issue. The ipg will be replaced at a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.